Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set came loose from the equashield female connector. Several drops of hazardous substance got onto the floor and the patient's knee. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.